Event description:
The surgeon observed several microfilaments in the anterior chamber at the end of the os cataract phaco procedure (after the injection of physiological serum into the cornea stroma). He believes that these fibers were released by the gauze used at the time. The pt experienced no inflammatory reactions, and was not prescribed a treatment after the event. The surgeon decided not to remove the filaments. The pt is reported as fine, but the surgeon will closely monitor the pt for any reaction to the foreign bodies. Surgeon has requested that the two items [gauze and cups] are packaged separately in the future.

Manufacturer narrative:
Determination of root cause: assessment: actual samples of products or fibers are not available for evaluation and root cause analysis. Corrective action: gauze are currently packed in the same pouch as the small cup. A company rep is working with the customer on alternate packaging options for these items.